Manufacturer narrative:
External insulation abrasion was noted at 9.0 - 9.2 cm from the connector pin consistent with lead friction to the device can breaching the outer insulation and exposing the outer coil. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise. No intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the procedure.